Manufacturer narrative:
As the device involved in the complaint will not be returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient was experiencing inadequate stimulation in her targeted pain areas. When reprogramming was unsuccessful, physician ordered an x-ray; and it was determined that the patient had a micro migration of her lead. Patient underwent a revision procedure to reposition the lead. Patient is doing well post operatively, and all devices remain implanted.

Manufacturer narrative:
Concomitant medical products: model: sc-2408-56 serial/lot: (B)(4) description: avista MRI perc lead kit 56 cmthis supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 05:01 pm CT.the report number is being corrected from: 3006630150-2018-62245to: 3006630150-2018-62013.

Event description:
A report was received that the patient was experiencing inadequate stimulation in her targeted pain areas. When reprogramming was unsuccessful, physician ordered an x-ray; and it was determined that the patient had a micro migration of her lead. Patient underwent a revision procedure to reposition the lead. Patient is doing well post operatively, and all devices remain implanted.